Event description:
"Caller alleged discrepant accuracy results compared with lab. Results as follows:" date: (B)(6) 2012, inratio: 1.7, lab: 9.1. Time elapsed between each method of testing is one hour. Patient's therapeutic range is not provided.

Manufacturer narrative:
Investigation pending.